Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Bilateral access was obtained via a 6f sheath (model unknown) in the artery and a 7f sheath (model unknown) in the vein. A pre-procedure femoral angiogram showed the vessel size to be >4mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician slightly over tamped in order to push the sealant that was above the skin, into the patient. The physician performed the 30 second advance and hold, 90 second swell time and 10 minute post hold technique. With the 7f sheath still in the patient's vein, the physician "aggressively" and "excessively" expressed the site. The sealant was removed from the patient. The 7f sheath was removed from the patient's vein and another 10 minutes of pressure was applied. A golf ball sized hematoma was then noticed. A femostop was applied at 3:54 pm and the patient was checked into recovery at 4:08 pm at which time the site looked "good". The patient was kept overnight in the hospital. The patient's hospitalization was not related to the mynx procedure / mynx device. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.